Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during osteoma ablation procedure, the devices had error code and high impedance detected. The "temperature ablation" mode had been programmed and the time was 6 minutes. After making all the necessary connections, in a few seconds the impedance increased and the "high impedance detected" alarm appeared on the screen at the start of the ablation. They tried to restart every system without success. They exchanged the return electrode but the alarm continued to appear when initiating the ablation. They exchanged for the electrode that presented the same alarm. When switching through the electrode, the procedure continued without any alarm until the end of the cycle. All electrodes were used in the same insertion site and same tissue. There was no injury caused to the patient and no medical intervention was required.

Event description:
According to the reporter, during osteoma ablation procedure, the devices had error code and high impedance detected. The "temperature ablation" mode had been programmed and the time was 6 minutes. After making all the necessary connections, in a few seconds the impedance increased and the "high impedance detected" alarm appeared on the screen at the start of the ablation. They tried to restart every system without success. They exchanged the return electrode but the alarm continued to appear when initiating the ablation. They exchanged for the electrode that presented the same alarm. When switching through the electrode, the procedure continued without any alarm until the end of the cycle. All electrodes were used in the same insertion site and same tissue. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the sample. The sample read the temperature properly. If information is provided in the future, a supplemental report will be issued.